Manufacturer narrative:
The internal complaint file (B)(4) has been logged for this incident for traceability. Ri-2 and disposable involved in the incident have not been returned to belmont medical technologies for evaluation since it was retired and noted as discarded in user facility's system. When belmont initially received the complaint in november, it was determined that this incident is non-reportable based on the risk associated and severity of the incident. It was also confirmed by the user facility that there is no patient harm associated with the incident. We received the medwatch report #0502280000-2023-8001 on may 30th, 2023 and therefore submitting this now. The risk manager reported that she was able to prime the disposable without any issues. During the case, the belmont rapid infuser repeatedly gave error messages concerning the heating system, causing the infusion of blood to temporarily stop until it was restarted. Eventually the belmont infuser was changed, which worked correctly and without issue. The device having issue was sent to biomed. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. A 101 alarm is generated to alert the user of the condition of the device. The operator manual states the following: "check disposable set and flow path for occlusions. Make certain the windows on the disposable set and the ir probes are clean and dry. Clean surfaces with moistened soft cloth if necessary. Dry off surfaces before continuing. Press retry to continue. If system was started without ac power present: turn device off. Plug device in. Power on the device and ensure the startup screen reads ac power present. Power off and service machine if error persists. Infusion of the patient can be continued by other means if the error persists. The operator's manual provides instructions on installing the disposable set and additional recommended operator actions. The step-by-step procedures in manual has warning on installing the disposable, "do not kink or twist the tubing" and "do not apply excessive pressure to the pressure transducer. The pressure transducer can be damaged with excessive force. Do not use the system if the pressure transducer is damaged". All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. The user facility confirmed that the device involved in the incident were retired, and discarded. We reached out to them on: may 30th, june 13th and june 21st in order to get the serial number of the device and gather additional details on the incident. But, received no further information. The user facility reported that there were no clinical consequences for the patient. As the device was retired and not sent back for investigation, no device malfunction could be verified, and the root cause could not be determined. We will continue to monitor this type of incident and take corrective and preventive actions if required.

Event description:
The risk manager reported that she was able to prime the disposable without any issues. During the case, the belmont rapid infuser repeatedly gave error messages concerning the heating system, causing the infusion of blood to temporarily stop until it was restarted. Eventually the belmont infuser was changed, which worked correctly and without issue. The device having issue was sent to biomed.